Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency department (ed) with a suspected pocket infection. Consequently, the pocket was washed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device underwent functional testing and baseline checks were completed. All testing completed passed or was not applicable, and no problem was detected. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported infection.